Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6)2026, the patient attempted to activate and place a pod on the arm. During activation, the cannula did not deploy, the needle did not extend, and the pink slide did not move. Following the failed activation, blood glucose increased to 388 mg/dl. The patient sought medical assistance at the local hospital. A diabetic nurse confirmed that the placement technique was appropriate and assisted with activation and placement of a new pod, which was successful. Two bolus doses of insulin were administered via the newly placed pod to address hyperglycemia. The patient reported nervousness but no other symptoms. No diagnosis was made other than elevated blood glucose. The hospital visit lasted approximately 30 minutes, and no further intervention was required.